Event description:
The patient was in the hospital for various non-pacemaker related cardiac reasons. The patient went into ventricular fibrillation and was defibrillated numerous times. It was noted that one of the defibrillation pads was placed over the pacemaker site. Interrogation found that the device was in back-up mode and no capture was observed. A download was unsuccessful, but programming was possible. Since capture was never regained, the device was replaced.